Event description:
It was reported that the hv lead impedance had increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
Analysis confirmed the impedance anomaly observed in the field. The rv cables were found to be fractured under the shock coil. The cause was possible overgrowth of fibrous tissue on the lead while in a bent position. Movement becomes restricted and the lead cables can break over time due to fatigue.